Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was due to hyperglycemia. The caller did not mention ay illnesses that may have led to the customer's passing. The customer¿s blood glucose was high at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller stated they had returned the insulin pump for analysis.